Manufacturer narrative:
A sample device was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported a defect was noted in the body of the intraocular lens (iol) after loading but before insertion. There was no patient contact and the procedure was completed the same day. The product is available for return.

Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the lens case. Solution was dried on the lens. The lens was cleaned with lphse for further evaluation. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. The reported ¿defect¿ was not observed. No haptic or optic damage was observed. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The reported ¿lens optic issue¿ was not specified. Solution was dried on the lens. The lens was cleaned with lphse for further evaluation. No haptic or optic damage was observed. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. The manufacturer internal reference number is: (B)(4).